Event description:
The item malfunctioned. It did not release the staple/suture leading to a "misfire". The device was replaced with another from the same manufacturer and lot#, which functioned as expected.